Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during inspection for use, it was noted that the stent was missing. It is thought that the stent delivery system (sds) was received without a stent because, it could not be located anywhere. No patient involvement. This is being reported based on the returned product evaluation that indicated the stent had dislodged from the balloon. No additional patient or event information is available.

Manufacturer narrative:
Results:product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without blood or contrast visible. There was moisture in the balloon and inflation lumen. The protective sheath was returned along with the catheter. The stent was not returned with the catheter. The balloon was tightly folded. There were crimp marks on the balloon between the markers. No other damage to the catheter was noted. Product performance engineering reviewed the experience information and analysis of the returned device. Quality assurance technician analysis confirmed that the stent had dislodged from the balloon; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Manufacturing has many in-process controls to help assure that this was not a manufacturing issue, such as on-line visual inspections and functional reliability testing. No conclusive root cause can be determined for the dislodged stent. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.